Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the pulse generator exhibited crosstalk. Ventricular inhibition was observed when the right atrial lead was connected to the pulse generator. The pulse generator was no longer used and a new device was implanted, which resolved the issue.